Manufacturer narrative:
(B)(4).

Event description:
It was reported that the palpitated patient presented in clinic after receiving a vibratory alert due to backup vvi status. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a power on reset. The device was tested on the bench, and an anomalous component on the hybrid was found to be the cause of the reported backup vvi.